Manufacturer narrative:
Evaluation of the returned jet7 confirmed a kink on the mid-shaft and revealed additional kinks along the length of the device and the distal tip was damaged. If the jet7 is forcefully advanced against resistance, damage such as a kink may occur. During functional testing, the jet7 was advanced through a demonstration neuron max without an issue. The additional kinks and damaged distal tip may be incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the jet7 to the target location to make the first pass, the physician experienced resistance and the middle to proximal portion of the jet7 became kinked. Therefore, it was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.